Event description:
Procedure: pneumonectomy. According to the reporter: the instrument misfired on an inferior pulmonary vein. There was a snap in handle and the instrument would not release. The surgeon clamped on both ends and removed instrument. Hemorrhaging occurred due to damage of pulmonary vein, and the patient required transfusion. Patient was reported as stable in ICU.